Event description:
The physician reported that the patient received inappropriate shocks due to an issue relative to the subject isoline lead. A reintervention was performed to correct the issue.

Event description:
The physician reported that the patient received inappropriate shocks due to an issue relative to the subject isoline lead. A reintervention was performed to correct the issue.